Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele repair due to sui and cystocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 due to mesh complication, dyspareunia and vaginal pain.